Event description:
It was reported by service report that one of the load wheels became damaged while loading and there were exposed sharp edges. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results: load wheel casting; exposed sharp edges.